Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 61 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include unconscious and nausea. The patients mother stated that there daughter was in a diabetic coma. The patient was treated with glucagon from the emt's as they arrived at her residence, and then she got another dose of glucagon, and IV's (intravenous), at the ER (emergency room). The patient was also given zofran for nausea. The patient was released the same day. The pod was still on at the ER.

Manufacturer narrative:
In the case description, the user states the device over delivered insulin, causing the user's bg levels to get very low. The device was not received for investigation. The log files of the reported device were uploaded to the cloud by the user. Inspection of the device log files found no problems that would contribute to the device over-delivering insulin. Based on the investigation, the device functioned as intended. Correction to d(4): sequence number changed from unavailable to (B)(4).

Manufacturer narrative:
In the case description, the user states the device over delivered insulin, causing the user's bg levels to get very low. The device was received for investigation. Inspection of the device found no alarms to appear in the notifications. An unused pod and cgm emulator were connected to the device. Testing of the device with the unused pod and cgm found the device to function as intended, able to deliver a manual bolus as well as operate normally while in automated mode, adjusting the insulin delivery with different cgm inputs. Inspection of the device log files found no problems that would contribute to the device over-delivering insulin. Based on the investigation, the device functioned as intended.correction to h10: in the case description, the user states the device over delivered insulin, causing the user's bg levels to get very low. The device was received for investigation. Inspection of the device found no alarms to appear in the notifications. An unused pod and cgm emulator were connected to the device. Testing of the device with the unused pod and cgm found the device to function as intended, able to deliver a manual bolus as well as operate normally while in automated mode, adjusting the insulin delivery with different cgm inputs. Inspection of the device log files found no problems that would contribute to the device over-delivering insulin. Based on the investigation, the device functioned as intended. Correction to d(4): sequence number changed from unavailable to (B)(4).